Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, customer at (B)(6) hospital reported the cns (pu-621ra, sn: (B)(6)) went into communication loss every 2-3 seconds. Investigation summary: based on the given information, and as the reported issue could not be reproduced at nka, the root cause could not be determined. Manufacturer's hazard analysis determined the residual risk of pu-621ra communication loss is acceptable. The reported issue does not require further investigation through the CAPA process. The following field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss every 2-3 seconds.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss every 2-3 seconds. The customer also reported that they swapped out the ethernet cable and restarted the cns several times, but the issue persisted. The customer will be receiving a loner unit in order to mitigate this matter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss every 2-3 seconds.